Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the ruptured bladder was undetermined, as no sample was available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor's reservoir ruptured. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample is not available; however, a photograph is available for evaluation. Initial evaluation of the photo confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.